Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed repeated error 25521 on the left master tool manipulator (mtm) and replaced the part to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to fail power up on the test system. The mtm was installed on a golden system where the error was triggered, indicating a fault on the board and main wire harness, replicating the reported event. The mtm was then installed onto a test system where power up was failing. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical/fiberoptic defects on the board and main wire harness of the left mtm.

Event description:
It was reported that during a training/demo of the da vinci system, recoverable fault 25521 was observed on the left master tool manipulator. The customer power cycled to resolve the issue, however the error repeatedly occurred and could not be resolved. There was no report of patient involvement or report of patient injury.